Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by affiliate.h4-information not available.h6: code 400(other): yeilded jaws.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The clip did not feed into the jaw. There was no consequence to the pt.